Event description:
It was reported that patient experienced pseudomeningocele, with symptoms of swelling at lumbar site, worse when sitting up. X-ray was done on (B)(6) 2011, and was normal. Hypernatremia was also noted. Lab works were done over several days: on (B)(6) 2011: sodium 156 meq/l, sodium 157 meq/l; on (B)(6) 2011: sodium 158 meq/l, sodium 156 meq/l, sodium 154 meq/l; on (B)(6) 2011: sodium 148 meq/l and on (B)(6) 2011: sodium 146 meq/l ((B)(6) 2011). Patient was hospitalized and intervention included hydration on (B)(6) 2011. Event outcome was stated as 'ongoing'." A follow-up report will be sent if additional information becomes available.

Event description:
It was later reported that the hcp drained the pseudomeningocele and added purse string suture around the catheter on (B)(6) 2011. On (B)(6) 2011, the hcp added purse string suture and a "pseudo blood patch" was performed. The event was noted to be "severe" as of (B)(6) 2011.

Event description:
It was later reported that the pump and catheter were explanted on (B)(6) 2011. The patient was receiving lioresal via the pump system. The event resolved without sequelae as of (B)(6) 2011.

Manufacturer narrative:
Catheter model: 8709sc, serial #: (B)(4), implanted on: (B)(6) 2011, explanted on: unk.

Manufacturer narrative:
(B)(4).